Event description:
Event description guidant received information that this coronary sinus transvenous implantable lead dislodged one day post implant. This lead was successfully repositioned. After this lead was repositioned, the ventricular implantable lead exhibited decreased r wave measurements and increased pacing threshold measurements. Additional information was received that a chest x-ray did not reveal a change in the ventricular lead position. Threshold measurements remained high and r wave measurements remained low. Impedance measurements were good.